Manufacturer narrative:
(B)(4) method: the complaint neopuff was received at fisher & paykel healthcare (fph) service center in the united states. Our investigation is based on the service findings and photographs provided. Results: visual inspection of the photographs of the subject neopuff revealed that the gas outlet port of the complaint neopuff unit was broken adn the enclosure was cracked. A lot check revealed one other complaint of this nature for lot number 101027. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. It is most likely that the physical damage to the gas outlet port was caused by some sort of impact. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The fascia and valve system were replaced at the fph service center, and the subject neopuff was returned to the healthcare facility after passing the performance check specified in the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken. Service was requested. No patient consequence was reported.